Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and began treatment with vancomycin injection (1gm, every 4th day, intraperitoneal) and ceftazidime injection (1gm, once daily, intraperitoneal) for peritonitis. Five days after being admitted, the patient subsequently passed away in the hospital. The cause of death was reported as due to peritonitis and an autopsy was not performed. At the time of death, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.